Event description:
Noise was generated in the rv lead and detected as vf. It did not deliver a shock but was charged.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report. The review of provided data highlighted that the ventricular oversensing is probably due to myopotentials and diaphragmatic contractions sensed by the bipolar ventricular lead. No malfunction is suspected on the devices. This case is retained and utilized for trend purposes.